Event description:
Device analysis was performed on the returned electrode and found that the electrode shaft was separated from the hub and not returned for analysis. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.